Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Event description:
During a shoulder labral repair utilizing an osteoraptor 2.3 w. Ub cobraid blue suture anchor, it was reported that when the surgeon was tying the suture down, the anchor pulled out leaving the site empty. Another site was prepped and another implant was inserted. The patient¿s bone quality was reported as good and there were no reports of patient injuries or complications.

Manufacturer narrative:
Device evaluation: only the anchor was returned for evaluation. Dimensional inspection of the anchor confirmed it met print specifications. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product lot during manufacture. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time.(B)(4).